Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that when booting up the system, the monitor displayed the manufacturer logo and then go to a blank screen. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis confirmed the reported issue noting that when connected to a known good system, the computer would boot to a blank screen. Analysis found that the reported event was related to a computer issue. Device manufacturing date not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when loading a patient computed tomography (CT) exam, a warning message appeared stating the system memory was full. The site closed the warning and went to delete patient exams. It was noted it showed 95% full with 5gb free, however, no patients were listed. Technical services (ts) had the site reboot the system, but it would not fully reboot. Ts had the site perform a hard shutdown and reboot again with no change. This issue was noted outside of a procedure, and there was no patient involvement.